Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the butterfly come apart from a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing, causing blood leakage. No injury, blood/mucous exposure or medical intervention was reported.